Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2016-01912 & 1627487-2016-01913. Additional information identified the patient underwent surgical intervention on (B)(6) 2016 during which the scs leads were removed from the scs ipg header, wiped off, and connected to a multi-lead trial cable and tested for impedance issues (no anomalies). After this, the leads were re-inserted into the ipg. A communication issue occurred; therefore, the scs ipg was explanted, replaced and the leads were inserted into the new scs ipg. The issues resolved with the procedure.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 3 reference MFR. Reports:1627487-2016-01912 & 1627487-2016-01913. It was reported the scs ipg could not be placed in MRI mode due to both low and high impedance values. X-rays revealed that one of the scs leads (unknown which lot) is partially pulled out of the scs ipg header. Surgical intervention will be taken at a later date to address the issues.